Event description:
Another mfg intra-aortic balloon pump was alarming "slow balloon" following insertion of this intra-aortic balloon catheter. The balloon was removed and another balloon catheter was used successfully. There were no pt complications involved. Iabc leaks/ruptures have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. However, without evaluating the device co cannot determine the exact cause for this event.